Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used for hemostasis during a gastroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was deployed onto the bleed site; however, the clip could not be released from the catheter because the handle broke. The clip was pulled off of the tissue and removed from within the patient. No damage was noted to the tissue. It is unknown how the procedure was completed. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
It was reported the patient is over 18 years old. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual examination noted that the clip assembly was fully deployed and not returned. There was a kink in the control wire and the coil. The sheath grip was detached from the over sheath and the over sheath assembly was not returned. The slider cover was broken and the cross pin separated from the slider yet still attached to the control wire. Functional analysis could not be performed because the clip assembly was detached from the delivery system. Investigation found the clip assembly was fully deployed and not returned. There was a kink in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, due to anatomical/procedural factors encountered during the procedure, performance may have been limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used for hemostasis during a gastroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was deployed onto the bleed site; however, the clip could not be released from the catheter because the handle broke. The clip was pulled off of the tissue and removed from within the patient. No damage was noted to the tissue. It is unknown how the procedure was completed. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.